Event description:
Boston scientific crm received info that this right ventricular lead had dislodged. Upon attempting to reposition the lead, the helix would not retract. As a result, the lead was explanted.